Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned probe was visually inspected, and no obvious defects were observed. A console representing the current software version was used to test the sample. The radio frequency identification connectors were connected to the console and there was no response from the light emitting diode rings. A block reader was then used to interrogate the radio frequency identification¿s programmed information, and the radio frequency identifications contained no written data (zeros in blocks). As a result, the probe did not display the correct cut rate. This observed issue caused or contributed to the customer¿s experience. The root cause of the customer's complaint is related to operator error and material movement during probe testing. The probe was not properly programmed on the tester after final assembly. After investigation of this complaint no corrective action is required at this time. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled probe is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe could not cut before vitrectomy surgery. The aspiration was normal. The procedure was completed by replacing the product with new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).